Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneursym in 2001. Aneurysm and vessel morphology are unknown. Approximately 1-year post-implant, a computerized tomography (CT) scan demonstrated an endoleak. The inferior mesenteric artery was coil embolized to exclude the aneurysm. After the artery was embolized, it was reported that the aneursym enlarged from 5 cm to 6.5 cm. The physician states that there was no additional endoleak visible on CT scan or during angiography; however, it was also reported that there was collateral flow from a lumbar branch of the left internal iliac artery. Because the aneurysm was expanding, the decision was made to convert the patient to open surgical aneurysm repair. It was reported that a residual single lumbar artery was found to be feeding the aneurysm from the posterior wall of the aorta in the middle of the aneurysm. The stent graft appeared to be intact. The stent graft came out easily from the aortic and iliac vessels. It was reported that the patient lost a lot of blood due to the delay in locating the endoleak, but the patient is reported to be fine. The explanted stent graft has been received by medtronic ave, and its analysis is pending.